Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.75 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. When the stent came out from the guiding catheter , it was noted that the stent seemed to be black under fluoroscopy. When the stent was removed from the patient's body, the mid extending to the distal part of the stent strut was found to be deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issue with the proximal or distal end of the stent, damage was noted in the centre of the stent; struts were pulled in a distal direction some bunched and overlapped. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found some kinks along full length of catheter. A visual and tactile examination found no issues with the profile. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.75 x 38 synergy drug-eluting stent was advanced to treat the lesion. When the stent came out from the guiding catheter , it was noted that the stent seemed to be black under fluoroscopy. When the stent was removed from the patient's body, the mid extending to the distal part of the stent strut was found to be deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.